Event description:
Event description guidant received information that this device indicates it is sensing something in refractory with a ventricular sense following a ventricular pace about 80-120 ms later. One threshold test today is high at 3 volts. The second threshold test indicated a 2.6 volt threshold. The autosense feature is on at 1.4mv. Technical services advised it could be intermitent loss of capture or oversensing the t-waves. Unipolar intrinsic testing found rwaves consistently above 5mv.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. All telemetry operations were found to be normal. A review of the memory found several resets had occurred, but it was determined that the resets occurred at explant or after the device was explanted. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that this device met all specifications during testing.

Event description:
Boston scientific received information that this device indicates it is sensing something in refractory with a ventricular sense following a ventricular pace about 80-120 ms later. One threshold test today is high at 3 volts. The second threshold test indicated a 2.6 volt threshold. The autosense feature is on at 1.4mv. Technical services advised it could be intermittent loss of capture or oversensing the t-waves. Unipolar intrinsic testing found rwaves consistently above 5mv. Technical services recommended turning autosense off and setting the sensing manually. The caller will program the sensing to 2mv unipolar and increase the ventricular output to ensure an adequate safety margin. No further information available. This event will be reopened should more information be made available. Additional information became available that this device was explanted and returned for laboratory analysis eight years later. There were no additional allegations made against the functionality of the device.